Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's right eye. After lens was inserted, it appeared the eye harden and the patient's iop began to rise. The lens was removed due to the patient's eye was fragile and would not tolerate the lens. No other iol was implanted. An eye patch was placed over the eye. The patient was referred to a specialist, not known if corneal or retinal. Reporter did not have further information stating they are not privy to patient condition once they leave the surgery center. The physician's office was contacted and further information was requested, but none has been forthcoming.

Manufacturer narrative:
Method: work order search and medical review. Results: a lens work order search was performed and no similar complaint was found within the same work order. Medical review: od: reportedly intraoperative iol (single piece collamer) removal was performed to address patient anatomy issue (not specified "fragile") that have caused rise in iop and prevented proper iol placement. Eye was left aphakic. Patient was referred to another doctor for further evaluation and treatment. According to the reports from the facility, there was no observed problem with the device. Additional information has been requested from the implanting surgeon but not received yet. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the root cause of the event has been determined to be due to patient's anatomy and was not lens related. (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - intraocular pressure rise. No known device problem. Evaluation results: visual inspection of the returned product found small tears lens optic. Lens was returned dry. Dried surgical residue on lens surface. Conclusions: (no device failure). Based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to patient's anatomy and was not lens related. (B)(4).